Event description:
A medtronic representative reported the site could not remove the non-medtronic headframe from the patient scan when performing a tracer registration for a functional endoscopic sinus surgery (fess). They opted to continue anyway. The surgeon checked her accuracy checkpoints all around the areas where the headframe was. The surgeon alleged that navigation was inaccurate during the last 15 minutes of the fess surgery. The surgeon did not say how far in which direction she felt inaccurate and had finished the surgery was finished with no impact to the patient outcome.

Manufacturer narrative:
The rep re-trained the site on correct technique for 3d model rendering, registration technique and verification of accuracy.

Manufacturer narrative:
After reviewing the exam, it was determined that the I-shield was covering the area where the tracing pattern would be. This is causing the reported inaccuracy. The software is functioning as designed.